Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of saline, at an unspecified rate. It was reported that during priming prior to pt use, an unspecified volume of solution leakage from a hole located proximal to the cassette of the tubing set. The customer contact described the hole as a pinhole. The tubing set was replaced and the therapy was initiated. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.